Event description:
It was reported that t:slim x2 pump battery did not charge, and customer received low power alerts while using non-tandem wall adapter even though wall outlet was working. There was no adverse impact to the customer¿s blood glucose level. Customer tried charging pump for extended time without success, then changed to different wall adapter and used tandem charging cable, after which pump began charging, and technical support advised against using third-party charging supplies and arranged replacement charging supplies, with no further assistance required.